Event description:
Air emboli contributed to cardiac problems of patient during/after cardiac surgery. While attempting to get patient off cpb, autotransfusion bag was used in blood warmer pressure infusor, contrary to labeling instructions, resulting in air emboli. Product has insufficient air bubble detection/venting alarm feature.